Manufacturer narrative:
H4: the lot was manufactured april 25, 2022 to april 27, 2022. The device was received for evaluation containing 194ml of fluid in the bladder. A visual inspection with the naked eye was performed and showed no evidence of fluid flowing out at the distal end of the flow restrictor. Microscopic examination on the flow restrictor revealed the cause of the flow problem was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the air bubbles is most likely due to improper filling technique. The product¿s instructions for use (IFU) details the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; drug remained inside of the bladder and the flow was slower than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.